Event description:
A failure of underinfusion. No patient injuries associated with this report and there have been no incident reports filed customer did stated incident occurred during biomed testing.